Event description:
Healthcare professional (hcp) reported injecting a patient with 1cc of juvederm vista voluma xc in the nasolabial folds (right 0.6, left 0.4). Approximately one month post injections, the patient experienced ¿heat sensation, redness, and swelling¿ on the left cheek. The patient visited another clinic where they were diagnosed with non-device related rosacea and was treated with rozex. The following month, when there was no improvement, the patient went back to the injecting hcp. As the heat and swelling were only on one side, the possibility of erysipelas was considered, and antibiotics (sawasirin) was prescribed. The following month, there was still no improvement, a follow-up examination was scheduled, and according ¿to the patient, they felt that the ha had been spreading and that they could feel a lump.¿ an ultrasound was performed, and ¿a low-absorption image was observed at the location of the complaint, so considering the possibility of an allergic reaction to ha, hyaluronidase injection was administered.¿ a few weeks later, the patient returned for follow-up and there was ¿little improvement.¿ the surface was soft, but patient could feel a slightly harder lump deeper inside. Hcp additionally reported the patient has been treated with a total of 300 units of hyaluronidase and with minomycin orally and 20 mg of predonin. Symptoms are ongoing.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.